Event description:
Customer's mother reported via phone, the insulin pump alarmed button error and none of the buttons were responsive. Customer's blood glucose was 8 mmol/l. Customer's mother doesn't recall any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The act button was corroded therefore no respond. No button error alarm during testing. The insulin pump received with cracked case at the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.